Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified for this image issue. Based on the results of the investigation, it is presumed the most probable cause of the malfunction identified during the device evaluation is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the gastrointestinal videoscope, which is an olympus asset with no reported complaint. During the evaluation of the device, an intermittent image issue was observed. There was no patient involvement